Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope after an implant procedure. The right ventricular (rv) lead had dislodged and exhibited high thresholds. The right atrial (ra) lead had dislodged, exhibited high thresholds, no capture, and it was not sensing. The rv and ra leads were repositioned. The patient then experienced a second syncope event. The ra lead was turned off until a revision could be completed. The rv lead remains in use and a lead revision procedure was scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was explanted and replaced.